Event description:
The article "post-ligation cardiac syndrome after surgical versus transcatheter closure of patent ductus arteriosus in low body weight premature infants: a multicenter retrospective cohort study" was reviewed. The article presented a retrospective multi-center study, to evaluate compare the incidence of post-ligation cardiac syndrome (plcs) after surgical versus transcatheter closure of pda in low-body-weight premature infants. Devices mentioned included amplatzer piccolo occluder and amplatzer vascular plug ii. The article concluded that transcatheter pda closure may be equally effective but safer than surgical patent ductus arteriosus pda closure in lowbody- weight premature infants. [The primary author and corresponding author was bruno lefort (blefort@univ-tours.fr)]. The time frame of the study was may 2009 and october 2021. A total of 158 patients were included in this study, of which 76 received an abbott device. The average age of the patients enrolled was 29 weeks. The majority gender was male. The average weight was 1239 grams. Comorbidities included ventilation support, inotrope support, patent ductus arteriosus.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title " post-ligation cardiac syndrome after surgical versus transcatheter closure of patent ductus arteriosus in low body weight premature infants: a multicenter retrospective cohort study."

Event description:
The article "post-ligation cardiac syndrome after surgical versus transcatheter closure of patent ductus arteriosus in low body weight premature infants: a multicenter retrospective cohort study" was reviewed. The article presented a retrospective multi-center study, to evaluate compare the incidence of post-ligation cardiac syndrome (plcs) after surgical versus transcatheter closure of pda in low-body-weight premature infants.. Devices mentioned included amplatzer piccolo occluder and amplatzer vascular plug ii. The article concluded that transcatheter pda closure may be equally effective but safer than surgical patent ductus arteriosus pda closure in lowbody- weight premature infants. [The primary author and corresponding author was bruno lefort (blefort@univ-tours.fr)]. The time frame of the study was may 2009 and october 2021. A total of 158 patients were included in this study, of which 76 received an abbott device. The average age of the patients enrolled was 29 weeks. The majority gender was male. The average weight was 1239 grams. Comorbidities included ventilation support, inotrope support, patent ductus arteriosus.

Manufacturer narrative:
As reported through a literature article, ¿a phantom echocardiographic figure-of-eight image from disc-structured occluder can be artifactual and truly ominous¿, 49-year-old woman with history of secundum atrial septal defect (asd) repaired by transcatheter placement of an amplatzer septal occluder. During post-procedure, the patient developed ventricular tachycardia and a transthoracic echocardiography showed a flickering figure of eight (foe) image in the right ventricle (rv). The transesophageal echocardiography (tee) showed a double-disc¿structured device embolization in the rv along with the disappearance of the septal occluder. A decision was made to perform an emergent surgical intervention to explant the embolized device. The article concluded that it is important to realize that artifact should not be interpreted as device malfunction, but additional imaging may be needed to rule out device embolization that often requires emergent or urgent removal. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Literature attachment: post-ligation cardiac syndrome after surgical versus transcatheter closure of patent ductus arteriosus in low body weight premature infants: a multicenter retrospective cohort study.